Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a procedure on (B)(6) 2003. The procedure performed was a vaginal hysterectomy, cystocele and rectocele repair, and pubovaginal sling. After this procedure the patient had significant urinary retention and had to perform self-catheterization and was seen by the doctor for urethrolysis as well as a repeat pubovaginal sling. She underwent a transvaginal procedure and the prior sling was encountered behind the pubic symphysis and the urethrolysis was performed. A new prolene mesh sling was placed. In placing the sling, apparently there was a perforation on the right side of the bladder. She was later referred and was noted to have a urethral erosion of the mesh. The patient returned to the doctor on (B)(6) 2006 after undergoing transvaginal and retropubic urethrolysis and removal of eroded mesh sling and repair of urethrovaginal fistula and rectus fascial sling on (B)(6) 2006. She was discharged after a four day hospital stay. On (B)(6) 2009 the patient returned for a visit complaining of vaginal voiding and possible recurrence of the uv fistula. A cystoscopy was performed. The patient underwent an additional procedure on (B)(6) 2009. The preoperative and postoperative diagnosis was urethrovaginal fistula. The procedure performed was an anterior urethroplasty with vental onlay of buccal mucosal graft harvested from left cheek, local genital flap of labia minora to support the buccal gra ft, cystoscopy with placement of suprapubic cystotomy tube, and repair of urethral vaginal fistula. The patient returned on (B)(6) 2013 complaining of "recurrent fistula" she said the tampon test the doctor asked her to do years ago was positive. She wanted the dampness and odor in the vagina addressed. She said it was always damp. She would have occasional uui episodes. The patient underwent an additional procedure on (B)(6) 2013. The preoperative and postoperative diagnosis was urethrovaginal fistula, recurrent after pr ior mesh removal due to urethral perforation. The procedure performed was a urethrovaginal fistula repair/anterior urethroplasty using rotational flap of labia minora and periurethral tissue (2 cm elongation of urethra), repair of pinpoint opening, urethrovaginal fistula at urethrovesical junction, martius flap, and cystoscopy placement of suprapubic cystotomy tube.